Event description:
Discordant falsely high total (B)(6) results were obtained on an immulite 2000 with an unspecified number of patient samples. The customer reported that their laboratory had no negative (B)(6) results since the laboratory started using the (B)(6) method ((B)(6) 2010). The laboratory questioned the lack of negative results based on the patients' histories. The discordant high results from (B)(6) 2010 were reported to the physician(s). The discordant results for samples were not reported to the physician(s) until they were confirmed as negative on another system. Patient treatment was not altered or prescribed based on these results. There was no report of adverse health consequences due to the discordant (b)(64) results.

Manufacturer narrative:
There are no known reports of system problems. Qc results are within range. The instrument is performing according to specifications.